Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Troubleshooting was done for insulin pump error alarms. The customer was able to clear and rewound insulin pump. The customer did self test and it was not pass. While running self test insulin pump alarmed hardware low level failure which was second occurrence. No harm requiring medical intervention was reported. The insulin pump will return to the analysis.